Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard has a plastic shard on the catheter tip. The following information was provided by the initial reporter: we have had 2 20 gauge bd angiocaths on that have had an uneven edge with a piece of plastic hanging out which hurt the patient and damaged the vein. Nurse had to remove needle and restick the patient. 7 dec customer response: the 2 catheters that have been reported are from 2 different patients and there have been several more also that have occurred but were not brought to my attention in time to collect them. I received another catheter 2 days ago which I still have to submit. There is a plastic shard on the outside. When the rep came to see us she suggested a few techniques which were helpful and recommended a new catheter system which is not something I would be involved in. Basically we are concerned about causing our patients harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.